Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (500 mcg/ml at 410 mcg/day) via an implanted pump. It was reported that the managing physician said there was a discrepancy in actual versus expected reservoir volumes, so the patient was taken to surgery. During the procedure, the catheter aspirated successfully at the start of the case and the reservoir volume was within 1 ml of expected. The surgeon decided to replace everything but understood the system to be working. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.